Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer's site. The reported complaint of "the thermogard system failed to detect that the roller pump lid was closed" was confirmed during functional testing. The root cause of the reported complaint was the defective hall sensor board in the pump raceway assembly, most likely attributed to wear and tear. The thermogard console was manufactured in october 2010, and it is over 10 years old, well beyond its expected service life of 5 years. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. During functional testing, the thermogard failed the power on self-test as the closed roller pump lid could not be detected; thus, confirming the reported complaint. The root cause was attributed to the defective hall sensor board. There were no traces of dried saline observed in the pump raceway that could have contributed to the malfunction of the hall sensor board. The roller pump raceway assembly was replaced to remedy the reported issue. Following service, the thermogard console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During setup, the thermogard xp ivtm system (sn: (B)(4)) failed to detect that the roller pump lid was closed. The system was inspected and ensured that the pump lid was fully closed; however, a flashing amber/red light was observed on the roller pump indicating that the roller pump lid was not being fully closed. Subsequently, the thermogard system was unable to go to standby mode. Another thermogard system was used to continue the ivtm therapy. No consequences or impact to the patient.